Event description:
It was reported to boston scientific corporation, that a hydrothermablator (hta) procedure set was used during a therapeutic hydrothermal ablation procedure. Following completion of the procedure, the physician moved the sheath inside the patient, which caused a fluid leak. The fluid leak resulted in a vaginal burn. The burn was treated with silvadene cream and the patient condition was reported as "fine". The procedure was otherwise succesful and it was reported that the patient would be seen for follow up the following day.

Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined.